Event description:
A (B)(6) man underwent a percutaneous coronary intervention (pci) for significant stenosis in the left circumflex artery with a 7f sheath. After the pci, the physician sealed the puncture site in the right common femoral artery (rcfa) using an angio-seal, but it did not control the bleeding. Manual compression was applied and hemostasis was achieved. After hemostasis, the pt's right limb looked cyanotic. The physician approached from the left femoral artery and performed a right common iliac artery angiography, which showed a lucent spot near the bifurcation of the superficial femoral artery and the deep femoral artery, and flow competition. The physician cut down the right common femoral artery, and extracted mass of anchor and collagen sponge successfully using a fogarty catheter from the deep femoral artery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.